Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left implant using mammogram and ultrasound imaging which also indicated subcentimeter cysts of the left breast and benign appearing calcifications in both breasts. In addition, she was diagnosed with bilateral baker grade IV capsular contracture of the breasts and bilateral breast ptosis. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. This report is for the right breast prosthesis.

Manufacturer narrative:
On march 02, 2026, the mentor analysis lab received the suspect medical device for evaluation. Additionally, the cysts were in the right breast. As this event is for the right side, breast cyst coding has been added. On march 03, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Manufacturer¿s reference number: (B)(4).